Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of sinus tachycardia. Review of device data found there was t wave oversensing, noise and fast intrinsic which led to the inappropriate therapy. Subsequently, the device was re-programmed. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed additional information was received which reported the patient received one inappropriate shock again due to oversensing of tachycardia. The patient will be evaluated in the clinic and the device will be re-programmed. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of sinus tachycardia. Review of device data found there was t wave oversensing, noise and fast intrinsic which led to the inappropriate therapy. Subsequently, the device was re-programmed. At this time, the system remains in service. No adverse patient effects were reported.